Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. Customer reports that on the first attempt to inflate the balloon, it popped. After the trellis device was removed, the dr used cdt and dripped the pt overnight.

Manufacturer narrative:
Sumbit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.